Event description:
Philips received a complaint from the customer on the v60 indicating that there was a battery failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a battery failure. The rse confirmed the reported issue. The customer removed the battery and plugged in the alternating current (ac) cable to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital (formerly (B)(6) hospital of (B)(6)) reporting institution phone: (B)(6). Reporter phone number: (B)(6).